Event description:
The physician was about to release the stent, when he observed that approximately 5mm of the tip of the stent had already come out from the delivery system. The patient was a male, age unknown. The target lesion was right internal carotid artery(ica). There were mild calcification and vessel tortuosity, the rate of stenosis was 95%. The product was properly inspected and prepped and no anomalies were noted. The target lesion was predilated with a balloon catheter (details unk) and the precise stent delivery system was advanced to the target lesion. There was no difficulty advancing the sds over the guidewire. There was no difficulty positioning the device at the lesion. When the physician was about to release the stent, he observed that approximately 5mm of the tip of the stent had already deployed. Therefore, the product was removed from the patient's body and another precise stent was used to complete the procedure. There was no adverse consequence to the patient. According to the physician, the touhy borst was properly locked.

Manufacturer narrative:
The product is available for evaluation and testing; however , it has not been received to date. Additional information will be submitted within 30 days of receipt.